Event description:
There was absolutely poor maternal effort with pushing. The epidural was turned down. The pt was unable to cooperate because of nausea. The examination showed +2 station, straight occiput posterior presentation and options of either vacuum assisted vaginal delivery versus cesarean section considered and discussed with the pt and it was elected to try vacuum extractor. With several further contractions, there was some improved material effort with pushing and the fetal head descended in the pelvis at which time fetal heart rate returned to baseline with some evidence of fetal tachycardia. Vaccuum attempt was done and the infant was delivered straight occiput posterior.